Event description:
Gore attempted to follow-up on this patient but no further information was available.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5, describe event or problem: added information. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Gore attempted to follow-up on this patient but no further information was available.

Manufacturer narrative:
The device remains implanted. Therefore, an evaluation on the device cannot be performed. Gore has contacted the source for an update on the current patient status. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025 a 25 mm gore® cardioform septal occluder was selected to treat an atrial septal defect. Reportedly, device implant was performed without issues. However, when being transferred back to the ward, the patient developed atrial fibrillation and was therefore prescribed anticoagulation medication. Also, a follow-up visit has been scheduled for next week. It was also reported that the patient is an ultra distance running athlete.